Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump¿s black box showed that the data and histories for the event had been overwritten due to continued use of the pump. During investigation, the ezprime sequence was successfully completed. The pump was exercised for 24 hours with a 1.0u/hr basal program with no errors or warning occurring. The pump successfully performed a normal 10u bolus and a 10u audio bolus; both were accurately recorded in the pump history. The bolus history was also found to be recording properly. No hypersensitive keys were observed on the keypad. The complaint of an inaccurate delivery issue was unable to be duplicated; the pump information for the complaint date had been overwritten. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the boluses were not showing in the bolus history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.